Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during placement of the plate anterolateral distal tibia, the surgeon wanted to put a 3.5mm cortical screw in the body of the plate. To complete placement of the screw the surgeon drilled with drill bit 2.5mm, measured the hole and proceeded to place the screw, when the doctor was drilling the second cortical he felt resistance. The image intensifier revealed that the screw broke at the height of the head. The surgeon proceeded to remove the head of the screw the remainder of the screw remained in the patient´s bone. There was no reported surgical delay as a result. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.